Manufacturer narrative:
The returned fiber was received and analyzed by the post market quality assurance laboratory. The device was received broken into two pieces, confirming the reported event. The fiber tip and the connector showed no defects. The device successfully passed the functional test. Based on the available information, it is likely that procedural conditions during device setup or use contributed to the fiber body break. As stated in the device instructions for use (IFU), users should inspect the fiber for kinks, punctures, fractures, or other damage prior to use. If any damage is observed, the fiber should not be used and must be returned to the supplier for replacement. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, during a ureteroscopy procedure, a popping sound was heard. The fiber was replaced, and a new fiber was used to complete the procedure. There were no patient complications. Analysis of the returned fiber identified that the fiber was broken into two pieces.